Event description:
Pt developed a swollen tongue, swollen lips and had difficulty breathing, allegedly in 45-60 minutes after receiving an orthovisc injection. Pt was treated in emergency room with two epinephrine injections and given benadryl.

Manufacturer narrative:
This is a pt-reported event. The pt stated that she previously had an injection of another viscosupplement (synvisc) and experienced a reaction that required hospitalization. The pt condition is currently improved. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot. The physician office which provided the treatment was contacted but no further info was provided to the MFR.